Event description:
Rptr had silicone implants inserted in 1983. Over one yr ago, mammogram did not show rupture. Rptr experiences pain in wrist, shoulder, and right breast. Numbness in shoulders and back in spots. Unable to sleep (maybe 2-3 hrs sleep per night). Three different drs told her problems were psychological. She had implants taken out 9/17/93, right implant was ruptured. Dr was encouraging her to have saline implants inserted, but she did not. She experiences no pain now except from surgery. No sleeplessness or numbness. She stated that physicians do not properly inform women of risks.